Event description:
It was reported that post a stenting treatment procedure, late thrombosis, an occlusion and a myocardial infarction without st elevations occurred. The patient presented with a myocardial infarction. The lesion was located in the obtuse marginal artery. A 2.25x16mm express2 stent was implanted in the lesion. A non bsc stent was implanted in a second lesion located in a diagonal artery. The patient experienced continuing chest pain, but was discharged. The patient was seen in the emergency room three times in the three days post discharge. Three days post discharge the express2 stent was reported to be 90% ¿closed¿ and balloon angioplasty was performed. The non bsc stent placed in a diagonal artery was noted to be completely occluded and was unable to be "opened." No further patient complications were reported. Approximately 4 months later the patient presented with chest pain and a myocardial infarction without st elevations. Diffuse multivessel thrombosis was noted. Access was obtained via the radial artery. A 2.25x12mm promus stent was placed in the lesion in the om within the previously placed express2 stent. A 2.25x16mm promus stent and a 2.25x12mm promus stent were deployed overlapping in a de novo lesion in the left circumflex artery. No further patient complications were reported. Three days later the patient returned for a staged procedure. The patient presented with continued unstable angina. Access was obtained via the femoral artery. A 2.5x15mm promus stent was implanted within the previously placed non bsc stent. No patient complications were reported. The patient is currently taking aspirin, plavix, nitroglycerin, lipitor, clonidine and levemir.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem : corrected sizes from 2.25x12mm promus, 2.25x16mm promus and 2.25x12mm promus to 2.5x12mm promus stents. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that a 2.5x12mm promus stent was placed in the lesion in the obtuse marginal (om) within the previously placed express2 stent. A 2.5x12mm promus stent along with another 2.5x12mm promus stent were deployed overlapping in a de novo lesion in the left circumflex artery. Seventeen days after the fourth promus stent was placed, the patient presented to the emergency room due to numbness on her left side. The patient reported to be feeling very weak and shaky and was also experiencing stomach pains. Additional information was requested and is not available.

Event description:
It was further reported that the patient had reintervention with a balloon on one of the restenosed stents two months after the 2.25x16mm express2 stent and non bsc stent were placed. The patient is currently experiencing a 'right lung reaction of congestion' and an in-accurate measuring range of lymph nodes. The patient is also experiencing high blood pressure, weakness and a loss of balance. The patient was hospitalized for two days due to pressure in her neck and head.